Event description:
It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. The patient had an enlarged atrium and had a severe prolapse/flail of the posterior leaflet. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult due to the hypermobility and lack of tissue of the posterior leaflet. After multiple attempts, a successful grasp was made the xt clip. After deployment, there was significant mr reduction but there was unnecessary tissue lateral to the implanted clip which was mobile. A second cds was advanced, and the clip was placed lateral to the first clip to treat that redundant section but could not grasp the leaflets and was removed. Then, it was noted that the first clip had a single leaflet device attachment (slda), the clip had detached from the anterior leaflet. An attempt was made to implant an additional clip for stabilization but was unsuccessful. The procedure was ended with one clip implanted, and mr remaining at 4. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Revised (3/29/2022). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr) with grade 4. Two xt clips implanted, reducing mr to 1. The patient had an enlarged atrium and had a severe prolapse/flail of the posterior leaflet. On unspecified date, the patient was hospitalized with dyspnea and increased mr grade of 4. Echocardiogram showed that one of the clips had a single leaflet device attachment (slda), the clip detached from the anterior leaflet. On (B)(6) 2022, a second mitraclip procedure was performed. Visualization was difficult due to the two previous implanted clips. A clip delivery system (cds) was advanced to the mitral valve and grasping was performed but was difficult due to the hypermobility and lack of tissue of the posterior leaflet. After multiple attempts, a successful grasp was made, and the clip was deployed with significant mr reduction. However, there was redundant tissue lateral to the implanted clip which was significantly mobile. An attempt was made to place an additional clip in that area but was not making any impact to the residual mr. Therefore, it was decided to end the procedure with mr remaining at 4. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on all available information, the reported difficult leaflet grasping and single leaflet device attachment (slda) appear to be due to challenging patient anatomy. The reported mitral regurgitation (mr) is a cascading event of the slda. The reported unexpected medical intervention is the result of case-specific circumstances. Mr is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.